Event description:
It was reported that during lens insertion the lens began to go through posterior capsule into the vitreous. The lens was exchanged intraoperatively. The patient's current prognosis is "good". According to the surgeon a break in the posterior capsule was the likely cause of the event. Please reference MDR# 1119279-2014-00338 for the intraocular lens used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.